Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during pd treatment. There was an air detected in cassette warning during fill 4 of 4. There was fluid found inside the cassette door. The treatment was cancelled and the patient was instructed to let the cycler air dry and try it again for the next treatment. Additional information was requested, but none was provided. There are no samples that have been returned for investigation.

Manufacturer narrative:
Correction: d.4., h.4. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during pd treatment. There was an air detected in cassette warning during fill 4 of 4. There was fluid found inside the cassette door. The treatment was cancelled and the patient was instructed to let the cycler air dry and try it again for the next treatment. Additional information was requested, but none was provided. There are no samples that have been returned for investigation.